Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). As no sample was provided, an examination and root cause analysis was not possible at our service laboratory in (B)(4). According to the error description no further analyses could be performed. The information provided has been entered into our complaint database and will be included in our trend analysis of this product line. No malfunction or other abnormalities were noticed. Therefore the complaint was assessed as not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "underinfusion". Customer information: patient was prescribed with IV ceftazidime 2g in nacl0.9% 50mls over 30mins. On (B)(6) 2020, 1410hours, staff nurse commenced the infusion. 30mins later (approx. 1445hours pump alarmed and showed the infusion is finishing. Staff nurse noticed the remaining volume of the medication in burette was 40mls. Tubing was not twisted when staff nurse opened the infusion pump door to she topped up another 30mls of vtbi and continue the infusion. At 1530hours (30mins), infusion pump alarmed staff nurse noticed there were remaining volume of 30mins in the burette. Staff nurse topped up another 30mls of vtbi and continue the infusion, and it completes subsequently within the time set uneventful.